Event description:
Reporter indicated that vns patient underwent ncp system replacement surgery due to suspected lead break. It was reported that the patient began to experience an increase in seizure activity approximately four months prior to ncp system replacement surgery. Device diagnostic testing performed two months prior to ncp system replacement surgery resuled in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Device diagnostic testing performed on the day of replacement surgery (prior to replacement) also yielded high lead impedance results (dc-dc code 7 and limit). The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test results. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.